Manufacturer narrative:
Investigation findings: as no device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is difficult to comment on the alleged filter fractures. The cook celect filter was implanted for four years when patient first experienced the addressed symptoms. The patients medical history is unknown at this time. Fracture of the wire is an uncommon, but known risk in relation to filter implant. Instructions for use list vena cava perforation as potential adverse events. Device history record did not indicate that the device was not manufactured according to specification. The exact root cause for the alleged filter fracture cannot be determined based on the limited information provided. Monitoring of similar events will continue.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 04/17/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to post mca, dvt of the popliteal, peritoneal and posterior tibial veins with device retrieval on (B)(6) 2012 leaving fractured piece of device. Plaintiff is alleging fracture, migration, vena cava perforation, organ perforation bleeding, abdominal pain, gi bleeding, scarring.

Event description:
Description of event according to complainant: it is alleged that: "on or about (B)(6) 2008, patient was involved in a motorcycle accident and sustained traumatic brain injuries. Patient developed multiple blood clots in his lower extremities and an igtcfs-65-fem-celect-perm was implanted within his body as a prophylactic measure to protect him from pulmonary embolisms. Physicians verified the position of the ivc filter using ivus fluoroscopy, and there were no complications. On or about (B)(6) 2012, patient had an x-ray of his abdomen taken. Physicians were able to view the ivc filter, however, no complications were noted." It is alleged that "on or about (B)(6) 2012, patient presented to the (B)(6) center, complaining of right upper quadrant pain, nausea and bloating and under went an esophagogastroduodenoscopy wherein a mass was discovered on the third portion of his duodenum." It is alleged that "on or about (B)(6) 2014, patient had a CT of his abdomen, which showed that three of the metallic struts of the ivc filter had fractured. The first strut was believed to have perforated the third portion of the duodenum, the second was embedded in the right lateral aorta wall and the third was protruding through the right lateral wall of the inferior vena cava, densely adherent to the retroperitoneal tissues. On (B)(6) 2012, the patient presented to the (B)(6) center for removal of the inferior vena cava filter and repair to the duodenum and vena cava. He underwent an exploratory laparotomy, duodenal mobilization with right medial visceral rotation, and inferior vena cava filter removal. During this procedure, physicians were only able to remove the main portion of the inferior vena cava filter and two of the fractured struts. The first strut which is believed to have perforated the duodenum could not be located during these procedures, and remains within the patient's body." Patient outcome: the first strut, which is believed to have perforated the duodenum could not be located during these procedures, and remains within the patient's body." The patient required repair to the duodenum and vena cave. It is alleged that "patient suffered permanent and continuous injuries, pain and suffering, disability and impairment."

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, fractured, migration, vc + organ perforation, open surgery to remove, struts remain, gi bleeding, pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032 . William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Additional information: investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "fracture, migration, vc/organ perforation, difficult retrieval, gi bleeding, pain, embedded, scarring." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Unknown if the reported bleeding and pain are directly related to the filter. Unknown if the reported scarring is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo (work order) for neither device or lot number. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). (B)(4). Investigation is still in progress

Event description:
Successful retrieval attempt (B)(6) 2012.